Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 110, which was not observed while running a loaded set. System error 110 was confirmed through a review of the event history log. The device was tested and found to function as intended and no correction is required.

Event description:
It was reported that a spectrum pump had a system error 110 during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.